Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate automatic mode switch (ams) episodes. The atrial lead was reprogrammed on (B)(6) 2022. The patient was in stable condition.